Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no additional information is available. The patient demographic info: weight, bmi at the time of index procedure? Other relevant patient history/concomitant medications? Product code and lot number? What medical or surgical intervention for erosion was done? Please include date and surgical findings. Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status after medical/surgical treatment for erosion?

Event description:
It was reported that the patient underwent an uncomplicated sling procedure on (B)(6) 2007 and the mesh was implanted, which was well functioning. In the past year the patient had 3 cases of pyelonephritis, and a spread/scattered urination. On (B)(6) 2019, the patient had a cystoscopy and a mesh erosion across the urethra was found. Urine cultivation presented a growth of e. Coli and the patient was treated after resistance. The patient referred to the gynecological department for further treatment, the event resulted in medical or surgical treatment. No further information is available.